Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal. Functional testing was unable to duplicate the reported alarm; however, there was fluid ingression found at the bottom of the rear case. The investigation determined that fluid ingression was a probable cause of the reported issue. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown this report was submitted under MFR# 3012307300-2024-00518 on 01feb2024. Because successful acknowledgements were not returned, this report is being resubmitted per esg ticket (B)(4).

Event description:
It was reported that there was upstream occlusion. There was unknown patient involvement.